Event description:
It was reported that the lead exhibited no capture during a clinic check. During the implantable pulse generator (ipg) explant procedure the lead was capturing. When the physician moved the header, the lead intermittently captured. A connector/header problem is suspected. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5054, lead, implanted: (B)(6) 2003. (B)(4).